Event description:
Covidien received information stating that during patient use, the ventilator graphic user interface (gui) display was missing segments. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The customer reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) evaluated the device, and upgraded the software to the current revision. The unit passed all tests and calibrations per the service manual. (B)(4).